Manufacturer narrative:
A ge service representative performed an onsite investigation. The interconnect cable and the power control printed circuit board were replaced and the loose c-arm connector pins were refitted. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system produced a flash exposure but would not display images when they were scanned and ther was no power to the c-arm. No pt injury was reported.